Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No motor error alarms noted. Unit functioned properly. Motor was tested outside the device and passed. Unit received with cracked and bleeding lcd glass and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 147 mg/dl. Customer also stated that the insulin pump's screen was cracked after being dropped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.